Event description:
Complainant alleged that during routine shift check by a clinician, the device only displayed a line and a dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.